Manufacturer narrative:
There was no patient injury reported. Technician was unable to duplicate the reported issue even after multiple attempts. There was no problem found during evaluation. The device history record confirms that the product passed and met all requirements before releasing. Due to the release of an unintended radiation occurrence, this event is considered an aro (accidental radiation occurrence). Therefore, this event is reportable.

Event description:
It was reported that an unintended radiation occurrence occurred while using elite+.